Event description:
The complainant reports prior to use the oxygen delivery tubing of the nasal cannula was detached from the connector.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available, a follow-up report will be submitted.